Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is also correcting information submitted on the initial medwatch report. Please reference describe event or problem. The device was returned to zoll medical UK; the malfunction was observed and the pace/defib engine assembly was replaced. The device was recertified and returned to the customer. The pace/defib engine assembly was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty inductor on the pace/defib engine assembly. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.